Event description:
It was reported that noise was observed. Externalized conductors were observed via fluoroscopy. Lead was capped.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Related manufacturer report number: 2017865-2012-07894. New information was received indicating that the reported right ventricular lead was not capped and replaced and remained active and implanted.